Event description:
It was reported that during testing at the manufacturing facility that the sonopet 110v console irrigation assembly was not working. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.